Event description:
It was reported that during a tka procedure, the pin broke off in the navio distal cut block. The block was removed from bone but the pin could not be removed from cutting guide. There was a delay of less than 30 min with no patient injury. According to investigation, the pin used was not the one prescribed in the surgical technique for tka.

Manufacturer narrative:
H10: the device, used for treatment, was returned for evaluation but discarded. Visual inspection of the returned material revealed that the bone pin used for the patient's procedure was not the prescribed "1/8" diameter non-rimmed speed pins" as indicated in the surgical technique for tka (pn500146). A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The ncmr for the affected lots met manufacturing specifications prior to release. A complaint history review identified similar events. This failure mode will be trended to assess for any necessary corrective actions. This failure mode is identified within the risk assessment. The navio surgical technique for tka released at the time of the complaint on page 3 states that the navio instrument kit consists of a two-level tray that contains the required instrumentation for any navio¿ surgical system tka procedure. A full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure. It is recommended that users have fully populated and sterilized backup trays on-site at the time of the operation in the event that any parts malfunction or become damaged during the procedure. The surgical technique guide also includes instruction for proper bone tracker placement and use of the bone pins and bone screws. The surgical technique guide cautions: "warning: be sure to place the proximal bone pin as directed. If placed too close to the tibial plateau, it may interfere with placement of the tibial implant component, causing damage to the bone pin and possible patient harm". Additionally, the surgical technique for the tka instructs the user only to use "1/8" diameter non-rimmed speed pins" that are supplied with the navio system. We were able to confirm if there was a relationship established between the reported event and the device. The malfunction was due to the user utilizing a bone pin not prescribed for use with the navio system. This resulted in the pin bending, becoming lodged in the cut block, which caused it to break. Per complaint details, the device malfunctioned during use; the pin broke off in navio distal cut block the surgeon could not get pin out of the block. Based on the information provided of the less than 30 minutes delay, inconvenience and swapping out the equipment; no patient injury/impact was concluded.